Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted centrally on a2/p2 and a second clip delivery system (cds)(10929r156) was advanced to the valve. It was noted that visualization of the anterior leaflet was difficult during grasping due to the guide and sleeve. However, the clip was successfully deployed lateral to the first implanted clip. Post deployment, the second clip detached from the anterior leaflet (single leaflet device attachment (slda)). To further reduce the mr a third clip was successfully implanted medial to the first implanted clip. A fourth cds (10526r122) was then advanced to the valve and placed lateral to the detached clip for stabilization. However, after placing the fourth clip the patient¿s pressure gradient was too high. The clip was removed from the patient and the pressure gradient returned to baseline. The procedure was complete with a final mr grade of 2. According to the physician, the slda was due to patient anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported poor imaging appears to be due to procedural conditions. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.